Manufacturer narrative:
The MFR has made multiple attempts to obtain the involved device(s) set-up for testing/analysis and to obtain further info. As of the date of this report, these requests have not been provided. It is known that their is the potential for plastic components to negatively impact the intended use of antineoplastic therapies. ICU medical has performed extensive testing to validate the effectivity and appropriateness of the ICU medical products used for these therapies. Testing has been conducted both in-house and at independent outside laboratories. The protocols and studies included etoposide (prepared per directions - diluted to 3x tl) stored 24 hrs at room temperature. The test results recorded the ICU medical components met acceptable limits for all phases of testing. The ICU medical components are non-dehp and are proven to resist sorption and support drug stability. The ICU medical MFR. Products should be changed in accordance with current, recognized IV therapy guidelines and or validated hospital protocols. Record reviews: a review of the complaint database for this list # b3316/similar issue did not identify any additional reports/investigations identifying a MFR. Defect and or out of spec conditions. A review of the MFR. In-process/ exception trend reports also did not identify any known issues that may have caused or contributed to the reported product issue. Findings: the involved b3316 device set was not returned for analysis and confirmation. At this time, the exact cause(s) of the incident remains unknown the MFR will continue to monitor and trend these types of reported product issues and initiate preventative measure as applicable.

Event description:
Where drug mixture/crystallization was detected in the b3316 7" microclave smallbore bifuse non-dehp tubing ext set. The medsun report describes the incident as follows" 12 hr. Etoposide crystallized in the tubing. Pharmacy was notified and medication sent to pharmacy for evaluation. The crystallization occurred in the portion of the tubing that nursing attached. There were no crystals in the admixture bag. The admixture was compounded according to MFR's instructions and within the solubility limits. After a review the pharmacy believes the issue was related to the new chemotherapy tubing setup with either two possibilities, 1st - the MFR of the tubing stated the tubing only needed to be changed every seven days. This product may require more frequent changing. The 2nd possibility is that the setup may not be dehp free" no adverse pt/operator consequences reported.